Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the implantable cardioverter-defibrillator exhibited post-paced t-wave oversensing. Programming changes were recommended. The patient was stable.

Event description:
Additional information received reported that the patient presented in clinic 31 jul 2020. Programming changes were made. The patient was stable.